Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) replaced the pressure module. The unit operated to MFR specs and was returned to clinical use. The suspect part was returned to the MFR for further eval.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user cannot calibrate the pressure transducer. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.